Manufacturer narrative:
The device has been noted as not being a combination product. The device used by the user has been corrected to reflect as not being a recall affected device, the investigation codes have been noted down.

Event description:
User reported false positive result. Type or method of confirmatory test not specified.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.